Event description:
It was reported that, "we passed the stated implant to the sterile field and as we opened the package there was a hair in the sterile package laying on top of the implant."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.